Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime/compromised force sensor system, basic occlusion, and occlusion test. The pump was primed properly. There was no prime anomaly noted. The insulin pump had a scratched display window, cracked battery tube threads, and a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a scratched display window, cracked battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a prime/rewind anomaly on the insulin pump. Customer's blood glucose is 428 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that she was filling the tubing last night but she did not see any numbers go across the screen. Customer reported that she did see insulin coming out of the set. Troubleshooting was performed but customer did not want to continue troubleshooting and requested an insulin pump replacement. Customer was advised that the insulin pump will need to be replaced.